Event description:
(B)(4). It was reported that during percutaneous coronary intervention, dissection occurred. In (B)(6) 2013, patient presented with unstable angina and was referred for cardiac catheterization. Target lesion was located in the mid right coronary artery (rca) with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. Target lesion was treated with pre-dilatation and placement of a 3.5 x 12 mm study stent with 0% residual stenosis. During the procedure on the same day, target lesion located in mid rca was attempted to be pre-dilated using a 3.0 x 12 mm study stent, which was unable to cross the lesion. A emerge push mr 1.5 x 12 mm balloon was then attempted which was also unable to cross the lesion. The lesion was then crossed with a non bsc catheter over the forte wire. The forte wire was then withdrawn and a rotawire floppy 0.009 x 325 cm interventional wire attempted to be advanced across the target lesion, but was unable to cross the lesion. The lesion was crossed with an extra support rotawire. All interventional equipments were then removed and new sheath was placed and a non bsc guide was inserted over the wire. The extra support rotawire was withdrawn and a non bsc wire was advanced across the lesion. The target lesion was then predilated using a 1.25 x 6 mm non bsc balloon, 1.5 x 12 mm emerge balloon, and 3.0 x 12 mm emerge balloon (same balloons). Post deployment of the study stent, a proximal dissection associated with the non bsc guide was noted which was treated with placement of a 4.0 x 38 mm stent. Subsequently a wire perforation was noted in the mid 1st right posterolateral which was treated with balloon angioplasty, placement of a non bsc stent, periocardiocentesis and coiling of the distal vessel. Three days after, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).